Event description:
The pt was enrolled into the program in 2004. Target lesion 1 was located in the mid rca with 100% stenosis and was 10mm long with a reference vessel diameter of 3.5mm. Target lesion 1 was treated with angiojet angioplasty and a 3.5x28mm taxus stent, with 30% residual stenosis. Per catheterization report, a temporay transvenous pacemaker was inserted for the procedure. Due to history of multiple rca stents in the past, and the continued presence of untreated lcx lesions, the pt was referred for aortocoronary bypass usrgery. Five days later, pt underwent recommended coronary artery bypass grafting x 3 with svg to r-pda, and svg sequentially to om1 and om2. During the procedure, the pt developed ventricular fibrillation requiring defibrillation x 1 to restore normal sinus rhythm. The pt was discharged after 3 days on asa therapy. In the opinion of the physician the relationship to taxus stent is "unknown."

Event description:
Clinical study-it is reported that 5 days after a coronary artery drug eluting stenting treatment procedure, the pt required target vessel reintervention. The pt experienced a myocardial infarction (mi), in 2004. The lesion being treated was located in the mid right coronary artery (rca),and was 10mm with mild calcification and 100% stenosis, the physician predilated and placed a taxus express2 8.8% 3.50 x 28mm drug eluting stent in the mid right coronary artery (rca). The pt was discharged three days later on aspirin. Additional information has been requested.